Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device. This is attributed to the faulty cable unit. In addition, the rear cover label is fading. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded no image. There is no patient involvement and no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device was repaired on jun 6, 2020. The damage to the cable is thought to be due to the handling of the user. Regarding the cable damage, the contents of the instruction manual at the time of shipment of the product includes the following statements that will prevent indication phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.